Event description:
It was reported that the target lesion was located in the distal circumflex with no tortuosity and no calcification. After deploying a non-specified stent, the 2.5 x 12 mm nc trek balloon was used for the post-dilatation of the implanted stent. However, the balloon ruptured at 8 atmospheres (atm) during the first inflation. No resistance during advancement or removal was reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.